Event description:
It was reported that the patient line was damaged on the cartridge. A cartridge change was performed to address the issue. Customer's blood glucose (bg) level read "high" on the continuous glucose monitor. Customer administered a manual insulin injection to address elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.